Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor and downstream occlusion (dso) sensor were found. The latch lock sensor/dso sensor were replaced to fix the issue.

Event description:
It was reported that the device did not recognize when the latch was locked. There was no patient involvement.